Event description:
It was reported that prior to an unknown procedure, some staples fell off before using on the patient. Changed to another one to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). = missing staples the analysis results found that the cdh29 device was received in good visual condition. The breakaway washer was present and uncut. The device was received with the staple retainer present, further analysis showed that one staple was missing from the device. The retainer was received with staple marks, it is possible that the device firing trigger was activate with the retainer on causing the staples to get stuck to the retainer and fall off the device when the retainer was removed. No functional test was performed to preserve evidence. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The batch record was reviewed and no anomalies were noted during the manufacturing process.